Manufacturer narrative:
(B)(4) . The initial MDR submitted on 01/26/2015 sequence number 2017865-2015-01853 had the incorrect death date. (B)(4).

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No further information was available at this time.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.